Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: comp primary stem 13mm std cat# 113653 lot#399260, versa-dial/comp ti std taper cat# 118001 lot# 168410, comp rvrs shldr glnsp std 41mm cat# 115320 lot# 397490, acrom xl 44-41 std hmrl brng cat# xl-115366 lot# 742400, comp rvs hmrl ti tray 44mm cat# 115340 lot# 988750, comp rvs cntrl scr 6.5x45mm st cat# 115385 lot# 683180, comp non-lckng screw 4.75x40mm cat# 180512 lot# 919380, comp non-lckng screw 4.75x40mm cat# 180512 lot# 490220, comp locking screw 4.75x25mm cat# 180502 lot# 719990, comp locking screw 4.75x30mm cat# 180503 lot# 003710, comp non-lckng screw 4.75x35mm cat# 180511 lot# 064300. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00305, 0001825034 - 2022 - 00306, 0001825034 - 2022 - 00307, 0001825034 - 2022 - 00308, 0001825034 - 2022 - 00309, 0001825034 - 2022 - 00310, 0001825034 - 2022 - 00311, 0001825034 - 2022 - 00312, 0001825034 - 2022 - 00313, 0001825034 - 2022 - 00315, 0001825034 - 2022 - 00316.

Event description:
It was reported that a patient underwent a revision procedure approximately 7.5 years postimplantation due to pain. During the revision, metal debris was noted, the well fixed stem was explanted, and a proximal humeral fracture occurred and repaired. All components were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate complaint. Event will be captured under MFR number: 0001825034 - 2022 - 00452; 0001825034 - 2022 - 00453; 0001825034 - 2022 - 00454; 0001825034 - 2022 - 00455; 0001825034 - 2019 - 05285-3; 0001825034 - 2022 - 00456; 0001825034 - 2022 - 00457; 0001825034 - 2022 - 00458; 0001825034 - 2022 - 00459; 0001825034 - 2022 - 00460; 0001825034 - 2022 - 00461; 0001825034 - 2022 - 00462.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.